Event description:
This patient has a past history of bilateral total knee arthroplasties. The left in 1987 the right in 1988. The pt presented with pain in the right knee associated with motion and weight bearing for a two month duration. He was admitted to the hospital for revision of right total knee. Intraoperatively, black synovium was noted which showed evidence of some metal debris and a metallic synovitis. The patellar component was found to be loose as well as a piece of the plastic broken off. The components were removed and replaced. Intraoperative cultures were obtained and noted negative for organism growth. Pathology report identified wearing of metal.